Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the stylet was unable to inserted into the right ventricular (rv) lead. The rv lead was exchanged with another lead to resolve the event and the patient was stable.